Event description:
Reporter alleged discrepant blood glucose values when comparing to a professional meter during routine outpatient surgery for a condition not related to diabetes. Customer stated the doctors meter read 190 mg/dl back to back with a result of 428 mg/dl on their meter. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.